Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/1/2019. Evaluation: an opened box with thirty-one unopened samples were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of thirteen unopened samples, no defects were observed on the packets. The samples were opened and the swage and attachment area were noted to be as expected. The sutures were examined along strand and no defects or damages were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was observed and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture snapped partway down the length during normal use. There were no adverse consequences. No additional information was reported.